Event description:
Event description cpi received information that a transvenous defibrillation lead and a bipolar atrial lead were explanted because of inadequate pacing thresholds and impedances. During the invasive procedure, insulation defects were suspected on both leads. The implantable cardioverter defibrillator (ICD), cpi ventak (model 1810, serial number 300048) was also explanted for suspected header problems. The ICD is not market released in the united states.